Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the encoder switch assembly was electrically out of specification. It was also found that the black battery wire was pinched but not compromised, and the red display wire was pinched but not compromised. It was also noted that one case screw was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's rate dial intermittently misses a step going down from two hundred, the issue occurs around the one hundred sixty five mark. The problem was discovered during testing, and the rate values could be seen jumping on the tester display. The generator has been returned for service. There was no patient involvement.